Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that the device did not activate. Another device was used to complete the procedure without incident. There was no pt injury. The device was returned and a visual inspection indicated that approximately 1 m of the knife blade was missing. The site has been contacted with this info.